Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo shot from 1997 to 2008. On an unknown date, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and uterine pain ("pain in uterus area"). The patient was treated with surgery (supracervical hysterectomy) and surgery (in 2014 she had underwent surgery to remove essure). Essure was removed in 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue and uterine pain outcome was unknown. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results: on 2008 essure confirmation conducted. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (general), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problems or change, urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, migration of essure device" were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nausea, vomiting and abdominal pain. Previously administered products included for an unreported indication: depo shot from 1997 to 2008. Concurrent conditions included diarrhea and brain injury. Concomitant products included trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 5 months 16 days after insertion and 3 months 27 days after removal of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), uterine pain ("pain in uterus area"), nausea ("nausea") and malaise ("sick"). The patient was treated with surgery (hysterectomy (full), partial bilateral salpingectomy with removal of essure). Essure was removed on 12-oct-2012. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and malaise outcome was unknown and the fatigue, uterine pain and nausea had resolved. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, malaise, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: physician were able to perform tubal collusion via ,bilateral partial salpingectomy and remove the essure device and coil bilaterally. Discrepancy noted in the removal date of essure (B)(6) 2012, 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: total bilateral occlusion on 2008 essure confirmation conducted. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was added. Events added: nausea, sick. Outcome of events nausea, fatigue and pain was updated to recovered/ resolved. Concomitant drug, concomitant disease and lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient underwent surgery to remove essure in 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.